Event description:
It was reported that the right ventricular (rv) lead had previously displayed t-wave oversensing (twos). Current electrograms did not show twos. Follow-up was attempted with the physician; however, no additional information could be obtained. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.